Event description:
On 04/05/2016, the patient contacted lifescan (lfs) alleging that her one touch ultra ping meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call with the patient¿s son. The patient was unable to specify the exact date and time that the alleged issue first occurred on. The patient manages her diabetes with insulin pump therapy and made no change to her usual diabetes management routine as a result of the alleged product issue. The patient reported that on an unspecified time after the issue began she became incoherent, slipped and fell out of her chair as a result of being unable to check her bloods. The patient stated that her son called emergency medical services (ems) and they obtained a blood glucose result of 60mg/dl on their meter and she was treated by a health care professional with glucose gel. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product and the meter batteries did not require replacing. In addition cca noted that when the patient inserted a new strip into the meter or when she pressed the power button the meter did not power on. The test strips being used were correct and issue remained unresolved. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.